Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance, an 840 ventilator generated loss of communication codes while the field service engineer (fse) was cleaning the graphical user interface (gui) screen. There was no patient involvement at the time of the reported incident. The codes were not duplicated for the duration of the preventative maintenance service. The unit passed all testing and operated within the manufacturing specifications.